Event description:
Related to MFR report #2183959-2012-00648. Related to MFR report #2183959-2012-00649. It was reported the pt was implanted with an elevate anterior and apical graft system on (B)(6), 2010 with the intention of treating her pelvic organ prolapse. The pt experienced dyspareunia, adhesions, "giant cell reaction to foreign material," nerve damage, mental and physical pain and suffering, mental anguish, disability and permanent injury. The pt had undergone multiple non-specified surgery and revisionary procedures.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.